Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
"The patient had been complaining about pain since the initial surgery on (B)(6) 2015. The surgeon was not sure what had been causing the pain but he removed one of each compression screws (posterior screw) and multidirectional screws (superior screw) in case that the pain had been caused by those screws pressing on nerves. No x-ray images were available."